Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reports that last (B)(6) he went to a hospital because he had very high blood glucose level- 400mg/dl. After a while he realized that the cannula had gone out from the skin. He changed the infusion set, but the glucose level didn't decrease. He doesn't think that the problem has been caused by the pump; he thinks that probably he hadn't inserted the needle correctly. The patient was dismissed from hospital the same evening.